Event description:
It was reported that a red alert from the home monitor revealed that this right ventricular (rv) lead exhibited high, out of range shock impedance greater than 131 ohms. It was reported that this has been a gradual increase over time. A technical service (ts) consultant reviewed device data providing recommends to perform lead integrity testing, to include provocative maneuvers, pocket manipulation and x-ray images. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.